Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the technician was able to verify the reported failure of the battery depleting sooner than expected based on the device electronic records. The reported failure was unable to be duplicated during testing. The device is able to recognize and shock a shock-able vfib rhythm. The customer's device was archived by stryker. The customer was provided a warranty replacement device. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the battery capacity had suddenly dropped from a full battery (4 bars) to zero (0) which would lead to a loss of device power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the battery capacity had suddenly dropped from a full battery (4 bars) to zero (0) which would lead to a loss of device power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.